Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens, loose dso seal and uso seal flattened. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was confirmed. According to the investigation, the downstream occlusion sensor and upstream occlusion sensor were damaged which cause the reported problem. Service's replace the pump uso and dso sensors to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during in-house evaluation of this cadd solis vip pump, the pump exhibited "cassette not attached properly" alarm. It was reported that there was no patient involvement.